Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that after placing a radial compression band post pci procedure, the patient acquired a hematoma and blistering at the wrist. The patient was previously diagnosed with cirrhosis of the liver, anemia and presented with angina during stress test. The physician had acquired retrograde radial artery access for the coronary intervention. Post-procedure, hemostasis could not be achieved with a radial compression device. Anticoagulant and antiplatelet medications were administered during the intervention. The physician states that the transfusion was necessary due to the amount of blood lost post pci procedure. Prolongation of hospitalization was necessary.